Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powers up with a blank display, and is also unable to interrogate a device. Corrosion was also found on the link electronic module (lem) board, the main processor unit (mpu) board, the power supply and the inside display assembly.

Event description:
It was reported that telemetry could not be gained. The telemetry progressively got worse until there was no telemetry with the radiofrequency (rf) head. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.